Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump, though it had not shut down. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, sent the replacement along with updated software, and provided instructions for returning the problematic pump. The customer acknowledged all instructions and was informed about the return process, with a signature required for delivery.